Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was foggy. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Event description:
N/a